Event description:
Initial report. During follow-up of three pts treated with prostalund's coretherm equipment in 2006 for treatment of benign protatic hyperplasia, dr at the hospital, urology dept, reported these pts to have utethra strictures, maybe sfincter damage. During initial review of treatment printout reports, no unusual info was found; however, more indepth review and assessment will have to be performed. A meeting has been planned with the clinic to review the data. Follow-up report including technical and medical analysis by our medical expert is planned to be available before nov. 15, 2007. These reports seem similar to the ones previously reported from the same clinic as MFR report 3002591507-2007-00001 (initial report 4/16/2007 and follow-up 5/30/2007. The clinic has reported that no more treatments with coretherm equipment has taken place at the clinic since 2007.